Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the moderate to severe central regurgitation 1 year post implantation cannot be determined; however, it is possible that it may be related to the patient¿s comorbidities (pre-existing valvular disease) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 1 month post implantation of a 29mm sapien 3 valve, a 2nd 29mm sapien 3 valve was implanted due to moderate to severe central regurgitation. Upon review of medical records, (discharge summary, admission, echo) the patient presented on 1 year follow up echo with prosthetic aortic valve stenosis. The 1 year echo revealed a severely dilated left ventricle with an ejection fraction of 30%. The bioprosthetic aortic valve had moderate to severe valvular aortic insufficiency as well as mild paravalvular aortic sufficiency. A 2nd 29mm sapien 3 valve was implanted and the patient tolerated the procedure well. The patient was stable and discharged on day two post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.